Manufacturer narrative:
The calibration and qc were acceptable. The sample obtained on (B)(6) 2025, was returned for investigation. The customer's (negative) results were reproducible during the investigation. The sample was sent to an external laboratory and tested using an abbott alinity, and the result was positive. The sample was tested using two different immunoblots (bio rad monolisa and diasorin-murex) and the results were non-reactive. Based on the "majority approach" (2:1), the elecsys anti-hbc ii result is assumed to be a false negative. Product labeling states: "current methods for the detection of antibodies to hbc may not detect all infected individuals. A non-reactive test result does not exclude the possibility of exposure to hbv." "For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The patient's samples were requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of false negative elecsys anti-hbc ii results for 1 patient on a cobas e 411 analyzer (rack system). The result on the siemens instrument was 2.7 coi (reactive). The hbsag result was negative on the same instrument. The sample was repeated on the cobas e411 module, and the result was 2.13 coi (negative). A new sample from the patient was tested on the cobas e411 module, and the result was 2.1 coi (negative). The sample was repeated on the siemens instrument, and the result was 2.35 coi (reactive). The patient's result on the abbott instrument was positive. The numerical result was not provided. On (B)(6) 2025, the patient's anti-hbc and hbsag results on the cobas e 411 were both negative. The sample was repeated on an abbott instrument, and the anti-hbc and hbsag results were both negative. The numerical results were not provided.